Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient had a lump in her left groin area which caused pain and swelling, and she was eventually diagnosed with metallosis. A CT scan showed a well-circumcised left iliacus mass. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicated pain and synovitis. Lab results from (B)(6) 2012 indicated metal ion levels above 7ppb. The stem is being added for both hips.

Manufacturer narrative:
This report is still under investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.